Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that patient was implanted for frequency urination. Patient had no therapeutic effect since implant. Patient had turned stim down to 0 but had not turned it off. Patient asked if it¿s ok to leave the implantable neurostimulator (ins) implanted. Patient was supposed to have an appointment on (B)(6) with healthcare provider (hcp) but he may cancel this appointment. A couple days later, patient further reported a poor communication screen on patient programmer (pp). Patient was instructed to place pp directly over the ins ,on skin during the call but this did not resolve the issue. It was noted that patient did not use the antenna. Patient stated that he had not used his pp for years and he wanted to use it today to try and turn off the ins. He wanted the implant remove since it had not worked. Patient also reported the implant had never done any good and he had turned to 0. Patient stated the appointment on (B)(6) was cancelled because he was scheduled to have a shot in back for pain at the same time. There were no further complications that have been reported as a result of this event.